Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pacing impedances, high thresholds, loss of capture (loc) and oversensed noise resulting in pacing inhibition. Surgical intervention was performed and a lead fracture was visually confirmed. The lead was capped and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.